Event description:
Thirteen pts with discrepant tropinin t results using two different tropinin t reagent lots. Pt 1, initial result 0.02 ng/ml, repeat 0.03 ng/ml. Pt 2, initial result 0.68 ng/ml, repeat 0.86 ng/ml. Pt 3, initial result 0.02 ng/ml, repeat 0.03 ng/ml. Pt 4, initial result 0.04 ng/ml, repeat 0.05 ng/ml. Pt 5, initial result 0.02 ng/ml, repeat 0.03 ng/ml. Pt 6, initial result 0.02 ng/ml, repeat 0.04 ng/ml. Pt 7, initial result 0.03 ng/ml, repeat 0.04 ng/ml. Pt 8, initial result 0.03 ng/ml, repeat 0.05 ng/ml. Pt 9, initial result 0.09 ng/ml, repeat 0.11 ng/ml. Pt 10, initial result 0.07 ng/ml, repeat 0.09 ng/ml. Pt 11, initial result 11.1 ng/ml, repeat 14.08 ng/ml. Pt 12, initial result 0.114 ng/ml, repeat 0.14 ng/ml. Pt 13, initial 0.13 ng/ml, repeat 0.16 ng/ml. No info provided if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.